Manufacturer narrative:
The endowrist stapler instrument has not been returned for evaluation. Therefore; failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or video clip for the reported event was submitted for review. This complaint is considered to be a reportable event due to the following conclusion: it was alleged that the endowrist stapler failed to unclamp. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The lot number is unknown. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer could not unclamp the stapler 45 instrument and the instrument had to be physically unclamped. The customer used a backup instrument. The procedure was completed with no reported patient injury. Intuitive surgical (is) made multiple attempts to contact the reporter to obtain additional information about the complaint; however, attempts were not successful.